Event description:
The customer reported being hospitalized with high blood glucose of 515mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime and the insulin did exit. The customer mentioned that a crack was found in the tubing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.